Event description:
The following description of the event was reported to carefusion 234 (B)(6) (our EU representative) by the foreign distributor in africa and relayed to carefusion via email. "New refurbished gde was installed. No audible alarms are present (primary and secondary)."

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. Based on the information provided by the foreign distributor, the carefusion technical support specialist determined that the most likely root cause in this reported event is a faulty gas delivery engine (gde). A replacement gas delivery engine was sent to the foreign distributor on (B)(6) 2014 for them to repair the device. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine for evaluation. As of (B)(6) 2014 the alleged faulty gas delivery engine has not been received. Should the gas delivery engine return for evaluation, a follow-up medwatch report will be submitted once the evaluation is complete.